Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the implants and the bone, patient¿s bone quality, or a combination of the two, which led to aseptic (non-infected) femoral loosening. (D11) concomitant device: (cn:(B)(4).sn: (B)(6) logic offset coupler, 4mm, (cn: (B)(4). Sn: (B)(6) truliant splined stem, 16 x 120, (cn: (B)(4). Sn: (B)(6) logic cc insert, size 2, 13mm , (cn: (B)(4)., sn: (B)(6) cc distal fem augment sz 2, 5mm, (cn: (B)(4). Sn: (B)(6) cc distal fem augment sz 2, 5mm, (cn: not reported, sn: not reported) 3 peg patella.

Manufacturer narrative:
Pending evaluation. Concomitant device: (cn: 02-012-61-4000, sn: (B)(4)) logic offset coupler, 4 mm. (Cn: 02-012-64-1612. Sn: (B)(4)) truliant splined stem, 16 x 120. (Cn: 02-012-65-2013, sn: (B)(4)) logic cc insert, size 2, 13 mm. (Cn: 2018-05-02, sn: (B)(4)) cc distal fem augment sz 2, 5 mm. (Cn: 2018-05-02, sn: (B)(4)) cc distal fem augment sz 2, 5 mm. (Cn: not reported, sn: not reported) 3 peg patella.

Event description:
Per protocol, exactech knee components explanted during revision right tka procedure will be returned to exactech. Previous procedure using exactech logic revision (cc) components took place on (B)(6) 2018. Revision on (B)(6) 2019 was undertaken due to suspected aseptic loosening of the cc femoral component assembly. During the revision procedure on (B)(6) 2019, it was noted that the femoral component was in fact loose. An extractor handle and slap hammer assembly were attached to the femoral construct and it was successfully removed from the femur. A size 2 right lgc cc femoral component with stem and augments was successfully re-implanted, along with a size 2, 15 mm cc tibial insert with spine-stiffening screw. The patient tolerated the procedure well and left the operating room in stable condition. Preop right knee xr for (B)(6) 2019 procedure.